Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product with plunger case seal. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer reported issue was confirmed. According to the investigation, the pump backup audible alarm post error was found at power up and the pump main board did not operate as intended. Investigators replaced the pump main board and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited system failure primary audible alarm. No adverse effects reported.